Event description:
During a follow up with the home patient (hp)'s caregiver (cg) regarding the supply bag falling and becoming disconnected, it was revealed that the hp uses three bags and stated that the third bag was not placed on the table flat and fell off. The cg stated that it had nothing to do with the supplies but was a use error. The cg stated that she did not notify the nurse, because they looked in the user manual and figured out what the alarm was and that this was an isolated incident. The cg stated that there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag fell and became disconnected. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1. The home patient (hp)'s caregiver (cg) reported that the supply bag fell and become disconnected. The cg had already cycled power to the hc machine and ended therapy prior to calling. The hp to start over with new supplies. The technical service representative (tsr) advised the cg to notify the peritoneal dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).